Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection at the penoscrotal incision; therefore, a surgical procedure was performed to remove the ipp and implant a malleable device. There were no device issues, and no additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 03/01/2025 was used as estimate, as it was reported that the onset date was march 2025.